Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap after it has been fired. Upon the domestic manufacturer's evaluation department's investigation, it was confirmed that the lancet was not retracting after firing. It was not provided whether any actions were taken as the original customer did not make the allegation. A request was made for the return of the suspect device and a replacement product was sent.